Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient experienced inadequate pain relief despite of reprogramming attempts and did not liked the way battery was placed. The patient underwent an explant procedure and was doing well postoperatively. All components were explanted and discarded.